Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Performed pairing test with nordic bluetooth device performed and passed. Performed share log review and confirmed reported event in log. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/27/2017, that on (B)(6) 2017, an unknown issue occurred with the transmitter. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the data log confirmed the reported event by the findings of a signal loss. A root cause could not be determined.